Event description:
It was reported to philips that the device was not recognizing the capnography adapter and that the co2 function was subsequently not working. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.